Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation did not identify a specific root cause for the reported discrepant results. The information and image provided suggest the possibility of a pre-analytical issue with the sample. Factors such as the use of a fixed-angle rotor during centrifugation, the presence of reddish components in the sample, and alarms for 'sample short' and 'sample foam detection' on (B)(6) 2020 were noted as potential contributors. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys e2g 300 assay on the cobas e 801 module. On (B)(6) 2020, three results were obtained for the same patient sample. The first result was 1.86 coi at 15:59. A second result was 2367 coi, and a third result, obtained from another tube of the same patient, was 2280 coi. The first result was considered discrepant compared to the subsequent results.